Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the knife blade was getting stuck on eschar buildup. This prevented the knife from advancing forward. The eschar build up was cleared. The knife blade was able to advance and retracted properly after it was cleared from the buildup. More frequent cleaning of the jaws could have prevented build up of eschar. It was reported that the knife blade did not advance or difficult to advance. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of cracked over mold that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the scalpel blade did not advance. Another ligasure was used with the same generator and it worked fine. There was no patient injury. Photo showed that the jaw overmold was cracked at the tip and was chipped off.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1, (sn: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.